Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the subject was revised due to metallosis and corrosion along the taper.

Manufacturer narrative:
See investigation attached.